Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, patient being treated for multiple myeloma service reports that when trying to change the statlock stabilizer it comes loose from the base, so it is necessary to request a new device. The patient's safety was not affected.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached retainer is confirmed and appears to be manufacturing related. One photograph of a PICC plus statlock was returned for evaluation. An initial visual observation of the photograph showed the retainer was detached from the foam pad. The pad did not contain an even impression of the retainer, and the tearing of the pad was minimal; therefore, the root cause is likely related to the manufacturing process. Possible contributing factors could include incorrect assembly, an insufficient amount of adhesive, or an improper cure of the adhesive. This complaint will be recorded for future trending and monitoring purposes.